Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported for son via phone call for high blood glucose. Customer¿s blood glucose was 486 mg/dl. Customer treated it with manual shot. Customer was not contacted their healthcare provider regarding the high blood glucose. Customer reported that he knows what was causing his high blood sugar because he ran out before of reservoir and it has no insulin on the pump. The insulin pump will not be returned for analysis.